Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to pain, bleeding, and effusions. The insert was replaced and the femur was downsized during the revision.

Manufacturer narrative:
Evaluation - no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. Medical review of the supplied information mentioned that as it appears the primary implant was undersized, user error cannot be excluded in this case. No future risk to patient is anticipated as a result of this reported incident. Therefore, no further clinical assessment is warranted at this time. If more information is received, this investigation will be reopened. (B)(4).